Event description:
Homecare pt was complaining of difficulty in getting a breath and in cycling unit. Pt had a backup home ventilator, there was no injury or compromise. Homecare co thought perhaps that unit was changing modes from assist control to control mode, locking pt out. Problem was never observed as such, merely most plausible theory.